Event description:
It was reported that according to the patient's dermatologist, the patient had an allergic reaction due to the retroarc sling. The red inflammatory sites were just outside the vagina. No further patient complications were reported in relation to this event.